Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress, the result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the pins that hold the bottom of the inserter broke off during a three level acdf procedure. A spare device was available but also had the same issue. The spare broke after the implant was inserted. The surgery was completed. It is reported there was no patient injury.